Manufacturer narrative:
A visual inspection of the sensor integration section within the capsule reveals abnormal silicone coverage on the micro-wire, particularly on the one located at the edge; the silicone layer on the surface is very thin, and abnormal curvature is also visible on a second micro-wire. This catheter was manufactured in april 2023 (two operators were involved in the production of this kt: integration and silicone application). This manufacturing defect, which may not have been detected during the inspection stage, is likely the cause of the catheter's abnormal behavior during use. The catheter's traceability records show no other specific anomalies; the final functional inspection during production was performed on 05/29/2023 and found to be compliant.

Event description:
The catheters were implanted around 13.00 the 29th in a hemedex bolt. From 14:45 one catheter started to rise slowly and parked at 80-90 icp. The other one started to drop towards -50 icp at the same time and then showed an error and alarm. Note: same patient also had catheter implanted 22d11423.

Event description:
The catheters were implanted around 13.00 the 29th in a hemedex bolt. From 14:45 one catheter started to rise slowly and parked at 80-90 icp. The other one started to drop towards -50 icp at the same time and then showed an error and alarm. Note: same patient also had catheter implanted 22d11423.